Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime/compromised force sensor system test due to faulty force sensor resistor. Device received with cracked case at display window corners and battery tube threads. Device received with scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple motor error alarms. Customer's blood glucose was 186 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.